Event description:
(B)(4). Initial report received on (B)(6) 2008 and follow-up was received on (B)(6) 2008: this non-serious spontaneous report was received from a physician thru a company sales representative via our affiliate in (B)(4). This report involves a (B)(6) female patient who received treatment with sculptra (poly-l-lactic acid) 0.5 ml diluted with 5 ml of sterile water on (B)(6) 2007. Medical history includes thyroid cancer requiring thyroidectomy. Concomitant medication includes levothroid (levothyroxine). A female patient who was treated with injectable poly-l-lactic acid has developed some inflamed small lumps in the chin. Additional follow-up (2) information indicates that the patient was treated with 0.5 ml of injectable poly-l-lactic acid, which was diluted with 5 ml of sterile water on (B)(6) 2007. The poly-l-lactic acid was injected into the cheek hollows, jugal wrinkles, nasogenial furrows, nasolabial folds and upper/lower lip lines around the mouth and chin. She had visited her physician 15 days after her treatment with poly-l-lactic acid and was not experiencing any nodules or inflammation. On (B)(6) 2008, she noticed a lump that was painful to touch. She was seen by her physician on (B)(6) 2008. The physician stated that the patient presented with two small painful nodules on palpation without inflammatory signals in the labial commissures region. The patient was treated with anti-inflammatories and ciprofloxacin. At the time of this report the event was ongoing. The reporter's causal relationship assessment: probable. Additional information indicates that the patient did not experience any pain. She only presented with one small nodule on palpation. The nodule was not visible.